Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had air bubbles present inside the reservoir. Customer stated that he would call back for troubleshooting. Blood glucose level was 174 mg/dl at the time of the call. No further information was provided.